Manufacturer narrative:
H3 other text : device was not returned to the manufacturer.

Event description:
The manufacturer was contacted about the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information about an allegation of patient death, respiratory tract irritation, coughing, kidney/liver damage, copd and other appearance of black debris/particles. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be carried out. If any additional information is received a follow-up report will be filed.